Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned, analyzed and no anomalies were found.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: 5076-52 lead, implanted: unknown. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient is deceased. The patient is reported to have been on holiday when entered a disco and approached ¿big loudspeakers¿. The patient sat on the ground, lost consciousness and died. The physician inquired if the speakers interfered with device function. No autopsy was or will be performed and the device system has been returned for analysis.